Event description:
The customer reported to baxter that something resembling plastic or coring was found in the (B)(4) set which was connected to a 250ml intravia container filled with fluorouracil and normal saline. The condition occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/16/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient's relative contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.